Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob that had fallen off and the knob connect was pushed into the case. The epg is expected to be returned for service but the current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment that knob on the external pulse generator (epg) had fallen off, and assembly was pushed into the casing. The upper case is broken around menu encoder. Menu control knob is missing. Ventricular output connector is broken. Hanger is broken. Main printed circuit board (pcb) is contaminated. Battery drawer sticks, lower case. One pcb screw is contaminated. Needs battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.